Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿this is a (B)(6) male patient who was scheduled for endo-photocoagulation procedure in the left eye (os). While attempting to use the system, a system message (sm) occurred. The probe was not being recognized by the system. The procedure was delayed 30 minutes. The patient is reported to be doing well and is without harm. Additional information was requested but was not obtained.¿ no further information was able to be obtained from this customer. However, three laser probes were returned for evaluation. The pak was manufactured on april 14, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on august 26, 2011. Based on qa assessment, the product and associated system met specifications at the time of release. Three 23 ga straight laser probes were received for evaluation. A visual assessment of the returned samples was performed on july 29, 2016 and showed no obvious nonconformities. The samples were connected to a calibrated system to test the radio frequency identification (rfid) recognition. The laser probes were recognized by the system, resulting in a green colored ring. The samples were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, three laser probes were not recognized. Additional information received indicated the procedure was in the left eye. The equipment displayed an advisory. The procedure was completed "partially" with a delay of 30 minutes. Subsequently, the patient underwent a second procedure on a different day to complete the photocoagulation portion of the case.